Event description:
Information received with return of the explanted device notes that during a follow-up, >2000 ohms impedance and >7.5 v, 1.0 ms capture thresholds were noted. During the replacement procedure, the lead was found to be fractured in the subclavian area. The distal portion of the lead was repaired with a lead splice kit. The device exhibited normal impedance and threshold measurements. The patient was recovering.